Event description:
Event description guidant received information that this left ventricular lead had impedance measurements greater that 2000 ohms. Upon reviewing a chest x-ray, the lead appeared fractured between the clavicle and the connection to the device header. The lead was explanted, visually inspected and appeared flattened at this site, with no damage to the insulation. A new lead was successfully implanted.